Event description:
It was reported that, during a thr surgery, the tip of an offset ref cup pos/impactor broke off. The incident occurred while the instrument was inside the patient, no pieces fell into it. The broken piece was removed with a tonsil. Surgery was completed, without any delay, with a sn back-up device. No harm to the patient or any further complications were reported.

Manufacturer narrative:
Section: b5: description of the event and g3: report source. H3, h6: the device was returned for evaluation. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device is broke off rendering device inoperative. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incidents. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, the tip of an offset ref cup pos/impactor broke off. Incident occurred while instrument was inside patient. Surgery was completed, without any delay, with a sn back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).